Event description:
The essure was placed and immediately I had severe pain in the right tube. My stomach was swollen and painful. Eventually, the pain reduced but, each month I would get severe pain about the time I would be ovulating for about 2 days almost unbearable. I continued with that type of pain for about 2 years then, the pain became worse and longer. About 10 days of the month very sharp pain. My period had reduced to about 24 hours from 5-7 full days. The pain level when the doctor placed the device was 20 on a scale of 0-10.